Manufacturer narrative:
This supplemental report is being submitted to provide investigation information. The transducer was not returned for analysis. Based on trends, a probable cause was determined to be due to gastro flex thermistor trace crack because of gastro flex malfunction. Reference# (B)(4).

Manufacturer narrative:
An investigation is ongoing at siemens healthineers to identify the root cause of the issue. The report will be supplemented after the investigation is completed. Reference# (B)(4).

Event description:
Error message during z6m exam: usacquistionhw_31. The exam was canceled and there was no patient injury.